Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional two supera stents referenced are being filed under separate medwatch reports.

Event description:
It was reported that after implantation of three supera self expanding stents (ses) in the superficial femoral artery (sfa), the patient experienced thrombosis. Thrombosis was discovered due to symptoms of peripheral artery disease. Following the procedure on the same day, the patient had to have the leg amputated. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects thrombosis and surgical procedure (amputation or limb loss) are listed in the supera instructions for use, as known potential patient effects associated with the use of the device. A review of the lot history record could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, reported information suggests that the thrombosis was due to the patient vessel conditions and not linked to the stents. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was provided: it was stated that the thrombosis was due to the patient's vessel conditions and not linked to the stents. No additional information was provided.